Event description:
Report received of a leaking filter. The customer reported that while the pt was receiving a tpn and lipid infusion, the filter leaked and the pt's blood glucose level dropped to 27mg/dl. The pt received two dextrose bolus IV pushes, amounts unspecified. After the boluses, the chemstrip blood glucose level returned to normal level, the pt was subsequently doing okay with no reported adverse sequelae. A mandatory medwatch was subsequently received from the customer that states: "pt chemstrip taken = 27. Blood sugar immediately obtained = 24. Filter on IV tubing noted to be leaking and bedding was wet. New filter applied. Repeat chemstrip = 28 treatment by 2 d10w fluid boluses provided. Leaking filter in original packing set to abbott labs with rep from abbott lab by nurse manager."